Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an extremely hard time charging the ipg. It was also reported the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had an extremely hard time charging the ipg. It was also reported the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the battery was not charging like it used to. No device malfunction was suspected.

Event description:
A report was received that the patient had an extremely hard time charging the ipg. It was also reported the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.